Event description:
Patient was here for b12 injection, dose was drawn up with blunt tip needle and then im needle placed for administration. Skin was pierced in usually fashion for injection, when medication was to be administered, it was noted that the medication was leaking out of needle hub. Needle was removed, safety shield deployed and reevaluated. Medication was leaking from hub where needle and hub meet. Pharmacy notified and replacement dose was issued. Needle used bd safetyglide ref 305902 lot 5280959, exp 9/30/30.